Event description:
The pt felt a burning sensation, stinging, and sharp pain at the implantable neurostimulator site and at the site where the device entered the spine. The incision was noted to be red and warm and the pt was referred to the device-managing physician. The device was explanted and discarded due to infection. The pt outcome was reported as "fine".